Event description:
It was reported that on (B)(6)2022, a clip was found broken prior to use. This occurred during preparation in the clinical setting after opening the kit. The applier is not available for investigation.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product investigation did not show issue hemolok ml clips 3/cart 42/box lot# 73e2200025 related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4) the customer returned two loose broken clip halves and one empty cartridge from one unit of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned sample was visually examined with and without magnification. Slight scrape marks were observed on the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clip was broken in half at the hinge. A section of the pierced boss leg near the hinge was also broken and not returned. Evidence of use in the form of biological material was observed on the returned sample. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. A dimensional inspection was not required as a part of this complaint investigation. The device history review for the product hemolok ml clips 3/cart 42/box lot# 73e2200563 investigation did not show issues related to the complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of broken clip - multiple locations was confirmed based upon the sample received. One broken clip was returned, and it was broken at the hinge, as well as on the pierced boss leg near the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on 26 nov 2022, a clip was found broken prior to use. This occurred during preparation in the clinical setting after opening the kit. The applier is not available for investigation.